Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient confirmed that smart device was not in airplane mode and wi-fi was enabled. Patient was advised to close and re-open g5 application, and remove any dexcom devices listed in bluetooth device settings which was unsuccessful; a connection was not established. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter. No additional patient or event information is available.